Event description:
The pump door to where medication is hung malfunctioned. The pt did not receive the appropriate dosage of medication. User tried to fix it for about 2 hrs. Pt's bp increased and md requested for pt to be transferred to ICU. The pump was replaced and pt continued on epidural medication. This is the second time this has happened, but with another pump. No info on the first one.